Manufacturer narrative:
Based on the claim against the product, by the customer noting error c-34. An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted error c-34 on start-up and manipulator activation. The fse replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the vio iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation, and if additional information is obtained. This is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit was abandoned after the start of the procedure due to error c-34. The procedure was completed, using an external generator. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely, cause or contribute to an adverse event if it were to recur. As it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Information for the blank fields in this e1 is not available.

Event description:
It was reported, that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure. The customer had an error "c-34" when they try to coagulate with monopolar energy. Prior to calling, they had already replaced monopolar cautery cable without success. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found several instances of error c-34. The tse guided, the customer to power cycle the erbe generator without success. The tse guided, the customer to try another port without success. The tse guided,the customer to discard any possible magnetic interference, which was not the case. The tse guided, customer to look for a force triad electrosurgical generator unit (esu) and the associated activation cable, but the customer did not have any. The customer was going to continue the procedure using an external esu to coagulate with monopolar using this device pedals for activation. The tse explained, that the only validated external esus with isi instruments are force triad and erbe generator. The procedure was completing as planned. With no report of patient harm, adverse outcome or injury. With a delay of less than 15 minutes. Intuitive surgical, inc. (Isi), made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a second integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the customer reported c-34 error issue. The unit was placed on an in-house system and was run in normal mode. Upon visual inspection, the returned unit was found to be in good condition. The complaint was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.